Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the definitive le study events.

Event description:
This procedure is part of the (B)(6) study: throughout the case, the subject had arterial spasms which were treated with nitroglycerin followed by angioplasty. Procedure was successful with no immediate post procedural complications.